Event description:
Cotton tears off, leaving shredded cotton inside [foreign body in reproductive tract]. Cotton tears off when you pull them out, leaving cotton inside [complication of device removal]. Cotton tears off [device breakage]. Consumer reported via social media that cotton tears off during removal, leaving cotton inside. No serious injury reported.